Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Customer states: during the operation of esophagectomy, it was discovered that fragment of less than 1 mm in blue were present in the thoracic cavity. The blue fragment was retrieved by forceps. The fragment was suspected as a inside part of the clarify or seal of the versaport. The status of the patient: no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. The visual inspection of the returned products noted; the circular seals were cut. The envelope seals and cannulas appeared intact. The obturators were received. The condition of the devices precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seals may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.